Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system 3max reperfusion catheter (3maxc), a penumbra system ace 64 reperfusion catheter (ace64) and a guidewire. It was noted that the patient anatomy was tortuous. During the procedure, the physician attempted to advance the guidewire through the occlusion but was unsuccessful. Therefore, the physician advanced the 3maxc as close by as possible; unfortunately, with the distal tip of the 3maxc in the occlusion. Subsequently, the physician did not know where the distal tip of the 3maxc was in the vessel and because the 3maxc was too small for the occlusion, the 3maxc was removed. It was reported that the physician had difficulty removing the 3maxc and used considerable force to remove the 3maxc. Upon removal of the 3maxc, it was noticed that the 3maxc was stretched. The procedure was completed with two additional passes. The first pass was made using a stent retriever, a non-penumbra microcatheter and the ace64. The second pass was made using the solumbra technique. There was no report of an adverse effect to the patient.